Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending. Additional information about this event could not be obtained. As a result, no further investigation is possible.

Event description:
Gore received an email reporting the following: "I had a viabahn stent put in my leg it has led to 12 surgeries and finally amputation I wish some one had told me that there was a chance that this stint would cause blood clots where a regular bare stent does not do this. I am very upset with the situation as the stent was put in when it was a non-approved FDA product."